Event description:
It was reported that a hydroview intraocular lens was explanted due to opacification of the lens. Additional information was requested but has not been received to date.

Manufacturer narrative:
This device is an obsolete product no longer manufactured by b+l. Investigation of this complaint is in progress. A supplemental report will be submitted upon completion of the investigation.